Manufacturer narrative:
(B)(4). The device was returned in bubble-wrap and the tyvek was folded. The blister was not returned. The folded tyvek was visually inspected and the area that would have been adhered to the blister flange was checked. There was visual confirmation on the tyvek that the blister package had been sealed. The tyvek was viewed under ultraviolet light (black-light) to examine the inner surface. The inner tyvek surface will show a different color where the adhesive has been transferred from the tyvek onto the blister material. Even though the blister was not returned, it can be verified with certainty that the package was fully and completely sealed at the packaging facility. It is suspected that the package was opened at the account and inadvertently replaced into a box where it was found at a later date. The complaint for open seal package could not be confirmed.lot history records for m4hf3e, product code nslg2s35a, were reviewed and no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior a sleeve procedure, the tyvek packaging was open when they took it out of the box. A different box was used and was sealed properly. There were no adverse consequences for the patient.